Manufacturer narrative:
Additional information (07-nov-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Quality control and calibration results were within the customer's expected ranges and no issues were noted with other patient samples. No product non-conformance was identified with the cardiac troponin I (tni) assay or dimension exl 200 system. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00274 was filed on 14-oct-2022.

Manufacturer narrative:
Siemens healthcare diagnostics remote services center (rsc) was informed an outside of the united states (ous) customer contacted the local regulatory authority regarding a falsely elevated cardiac troponin I (tni) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) patient sample result was obtained on a dimension exl 200 system. The falsely elevated result was reported to the physician(s) and the result was questioned. A new sample was drawn from the same patient and processed on the same dimension exl 200 system. A lower tni result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cardiac troponin I (tni) result.